Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The baxter technical service representative (tsr) had the home patient (hp) disconnect from the hc. The hp stated he would complete therapy with manual supplies in the morning and call his nurse. Proper procedures per the user manual were reviewed with the caller. Product surveillance contacted the hp regarding the report of a system error 2240 alarm. The hp stated the root cause of the alarm was not determined. The set-up was discarded and therapy was restarted with new supplies. The hp has been continuing therapy as usual on the homechoice. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.